Event description:
Patient underwent closed reduction and percutaneous pinning for a supracondylar humerus fracture and closed reduction and percutaneous pinning right distal radius fracture. Discharged home the next day. Follow-up with physician one month later. The pins at elbow had drainage around them. The pins were removed in clinic. Child already on antibiotics for strep throat from another physician. Three days later, the child back to operating room for irrigation and debridement of right elbow for persistent infection. Five days following that treatment, the child went back to operating room for irrigation and debridement.